Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient has a history of a small tear in the silicone driveline. The patient reports no alarms or issues. Log file submitted for review reported no unusual events seen within the log file. The mcs equipment is operating as intended. Pump parameters are within normal limits and data shows the percutaneous lead (driveline)d integrity is normal, so the tears in the outer jacket are cosmetic. No additional information was provided.

Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the patient remains ongoing on vad support with no further related issues reported. The report of outer jacket damage to the driveline could not be confirmed through this evaluation. Log file analysis showed the system operating above the low speed limit as intended with no atypical events captured. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No patient symptoms or adverse events reported. No further information was provided. The manufacturer is closing the file on this event.